Event description:
When flushing the line to assure patency, a leak was noted at the hub connection between the line and the infusion tubing. With closer examination, a crack was seen in the female end of the intracardiac line. Line clamped to prevent any blood loss. Line was prepped for sterile cut to remove cracked end. A 24 gauge intracath carefully inserted with sterile procedure into the intracardiac line. Line de-aired, unclamped and infusion of ordered fluids resumed without problems. Dates of use: (1 day) 2008. Diagnosis or reason for use: heart defect. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.